Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation was performed on the returned device and no problem was found during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a blade stall condition that will result in increased current draw from the control unit. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported the mdu became unusually hot. No case reported; therefore, there was no patient involvement.